Event description:
Immobilized head of patient with three-point mayfield skull clamp. Tightening mechanism on left side of head clamp failed; swivel joint turned, lacerating left side of scalp with two of the immobilization pins. U-shaped laceration, about one-inch long. Stapled laceration to close.